Event description:
Event description guidant received information that a charging message was displayed upon interrogation of this implantable cardioverter defibrillator (ICD). Review of the device's history does not reveal any episodes where the device charged. The programmer locks up when attempting to perform any commanded tests. The same thing happened when using a different programmer and wand. The device has been explanted. A new guidant device was successfully implanted.